Event description:
Procedure: lap cholecystectomy. According to the report: at the bag, the seam ripped at the proximal end of the bag near upon the "tip". This happened by two bags. There was no report of any patient injury or effect.

Manufacturer narrative:
(B) (4).